Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that flange - side of a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube came through the stoma. The physician noted that the patient's stoma was granulated requiring the physician inserting the tube deeper into the trachea. This was noted to further dilate the lateral part of the stoma. There were no adverse effects reported.